Manufacturer narrative:
MDR 2517506-2019-00041 was filed on 01-feb-2019. Corrected information: section b4 "date of this report" incorrectly entered 01-feb-2018: correct date of report was date of submission 01-feb-2019. MDR 2517506-2019-00030 was filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant results for multiple analytes were obtained on the dimension vista 500 system. Siemens headquarters support center (hsc) has evaluated the information provided by the customer for the event. The customer did not have any further information to provide for this sample due to the event occurring (B)(6) 2018. The customer suspects operator or a sample labeling error may have contributed to the event. There is insufficient information available to determine the cause of the event. No system or product non-conformance could be identified based on the information provided. The device is performing within specifications. No further evaluation is required. MDR 2517506-2019-00030 was filed for the same event.

Event description:
Discordant carbon dioxide (co2) and glucose (glu) results were obtained on the patient's chem 12 panel plasma sample. A new patient sample was collected and the results matched the clinical picture as well as prior results for that patient. The co2 and glucose results were corrected. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 and glu results. Statements and actions attributed to the physician(s) and customer are derived from information submitted to siemens complaint handling system and have not been verified.